Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that physician in-training of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure in a "larger than normal" pt. Reportedly, after clip deployment, hemostasis was not achieved. Hemostasis was achieved using manual compression. An ultrasound showed the starclose se clip was located approx 5-10 mm above the artery in the subcutaneous tissue. The physician stated he felt the artery wall was "springy", but no scar tissue or calcium was noted in the vessel. The clip was left in the subcutaneous tissue. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
Patient selection. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.